Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke in the drill. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The drill (5400300000, serial (B)(4)) and the partial bur subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken. Based on review of the information provided in relation to this reported event and as only a partial bur was returned, the root cause of this event is undetermined.

Event description:
It was reported that during a surgical procedure, the bur broke in the drill. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.